Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 . Reference MFR report #: 1627487-2018-02248. Reference MFR report #: 1627487-2018-02249. It was reported that the patient experienced pain at the ipg and extension site sometime in (B)(6) 2017. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein fluid was drained from the ipg site and an extension was replaced. Reportedly, there was no infection confirmed.